Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 27aug2019. The user interface assembly was replaced to address the issue of dim display. The fse replaced the blower assembly and data acquisition board to address the reported issue of proximal pressure sensor range error. The parts were returned to the manufacturer for investigation, it was determined: the burned out cold cathode fluorescent lamp (ccfl) backlight caused the dim display. The data acquisition (da) pcba was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that a dark display was found during servicing and that a proximal pressure sensor range error occurred. There was no patient harm reported.